Event description:
A facility reported: "the codman perforators used in cranial surgeries are no longer as effective as they used to be. The drilling of burr holes takes significantly longer, leading to overheating of the drill and increasing operator fatigue.¿ no patient injury/consequences reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.